Event description:
It was reported that stimulation was in the wrong location and pain at the implantable neurostimulator (ins) site. It was stated that the patient "all of a sudden" started to feel stimulation all the way down her right leg, which was on the same side as the implant. It was noted that this occurred while the patient was sitting or standing, while the pain at the ins started the day of the report. The patient reportedly turned the stimulation down which caused the stimulation in her leg to stop but her symptoms also returned. It was stated that the stimulation in the leg returned when the patient increased her stimulation back to the regular voltage. It was noted that the patient that this was her second program she had been on for "about 1-3 weeks" after implant. The patient reportedly increased the stimulation until she felt stimulation and in the correct area. It was unclear if the patient had an MRI; it was stated that the facility "would not perform due to the guidelines", but then it was stated the patient "did have her MRI". It was noted that the patient will see her doctor about CT angiography. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va01227, implanted: (B)(6) 2012, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no anomaly. Analysis of the lead (B)(4) found no significant anomaly; the lead's body was cut through. Analysis of the extension (B)(4) found no anomaly.